Event description:
Reported via journal article. It was reported that a pleural effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was successfully completed with a closure device being implanted in the laa of the patient. There were no reported patient complications that occurred. Angiogram showed the device in good position and transesophageal echocardiogram showed no peri-device leak or pericardial effusion. The patient was placed on a continuous heparin infusion. The following morning, the patient was confused, clammy, and short of breath. Shortly thereafter the patient went into cardiac arrest. During arrest it was noted that the patient had a 4g drop in hemoglobin and intra-arrest bedside ultrasound revealed a complex left pleural effusion, so the patient was transfused with protamine sulfate, vitamin k, fresh frozen plasma, packed red blood cells, and incompatible platelets. Return of spontaneous circulation was achieved after 16 minutes. Post-arrest a CT angiogram of the chest revealed a large left pleural effusion without evidence of perforation of any large arteries. Transthoracic echocardiogram showed no evidence of a pericardial effusion. A left chest tube was placed with drainage of 2200 cc of blood in the first 12 hours. Endoscopy showed a superficial ulcer of the mid-esophagus but no evidence of esophageal perforation or tear. The patient was stabilized but ultimately had poor neurologic recovery due to anoxic brain injury and palliatively extubated and discharged home to family on comfort measures.

Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.